Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer did not mention any symptoms. They do feel ok to troubleshoot. Drive support condition was normal. Customer's blood glucose value at the time of incident was 500 mg/dl. Customer current blood glucose level was 199 mg/dl. Customer reports they have not contacted their hcp regarding high blood glucose reading. Customer treatment was insulin injection. Customer did not mention air bubbles or leaks. Customer did not report bolus wizard programmed accuracy. Customer has been using insulin pump system within 48 hours of reported high blood glucose reading event. The infusion set changed (B)(6) 2018. The infusion set was not bent. The insulin pump did not perform high pressure test. Customer also reported physical damage. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. (B)(4).